Event description:
Treatment of an aneurysm. It was reported that the tip of the pipeline delivery system broke off during procedure and the physician was able to retrieve it along with the entire system.no patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).